Manufacturer narrative:
A2: sex: male age: 69 years based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4)

Event description:
Consumer states he has been using the gentlecath 501004 for the past 8 yrs and only this past year he has gotten frequent utis , he said 4 utis with use of them from multiple qty multiple mus unknown lots. He said he is not blaming these catheters at all for his utis. He has been using these for 8 years he said. "It is not the catheters fault" he got these utis he said. He is paraplegic (he had a large tumor removed from his c1-c6 spine) has central cord syndrome and has no ability to sense touch in his hands and lower but can move hands to cath. He can stand for very short intervals too. He caths 3 x a day but knows his md wants him to cath 4 x a day. He said this year, following a fall and recovering from it, it has been very hard for him to stand to wash his hands at his tall bathroom sink prior to cathing and so he said he started using germx hand sanitizer instead of washing his hands prior to cathing. He said he was also using antibacterial wipes to cleanse meatus prior to cathing as well. He was told by is urologist to stop using antibacterial products and just stick to soap and water for hand washing as well as flushable wipes for cleansing meatus instead as he was creating "superbugs" per his urine cultures he was told. Ever since doing this, and drinking plenty of fluids, this has helped to prevent his utis currently. He did say at times he could have inadvertently contaminated the catheter prior to insertion as it is so hard for him to be steady to apply lube prior and cath standing. He said he will likely need to start cathing sitting down. He thinks his technique and using too many antibacterial products that could have lead to his utis. He even reduced cathing from his md ordered 4 x a day to 3 x a day. Regarding his 4 utis this year, first one in april then june then july and then latest one in september. He said his symptom is mainly blood visually noted in his urine output. He got urine testing and cultures each of these times and he said "they were 4 different bugs each time." He could not name the bacteria. I discussed the options of our closed system dex14 and cb14 as well as the hydrophilic technology - gc glide 421567 as that has a no touch sleeve he said he was treated with different antibiotics each of those 4 times and his uti symptom resolved after treatment only for it to come back again each time "a few weeks later."